Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charged and will boot: passed. Receiver pairing test: passed. Receiver functional test: passed all relevant testing. Case opened for interior inspection: passed. Data was received but investigation window does not reflect the alleged device. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported. Subsequent to the initial MDR, additional information is available.